Event description:
It was reported there was a power on reset (por) condition and the recharger display indicated the "call your doctor" icon. The cause of the por was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported indicated that the patient also experienced a return of symptoms. The neurostimulator was interrogated and no error message was found. No further explanation to the power on reset could be provided. The neurostimulator was turned back on and the patient is doing well. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) - lead model 3387ies, lot #5095539, implanted: (B)(6) 2007, extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2007, adaptor model 64001, lot #n285440, implanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4)